Event description:
Philips received a complaint on the v60 ventilator indicating that the device had alarmed for "low oxygen." The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that the respiratory therapist (rt) had the same issue on the hamilton ventilator that the rt staff had used to replace the v60 ventilator. The device diagnostic report (drpt) was reviewed, and no oxygen related codes were found logged. The o2 inlet pressure with flow set to 0 is 55psi. With the flow set to 140, the o2 inlet pressure dropped to 50psi and slowly decreased to 46psi. The rse advised the bme to perform an o2 flow accuracy test to verify the ventilator operation and monitor the o2 inlet pressure while testing. Additionally, it was advised to have the rt staff demonstrate to the bme how they had the ventilator connected to the o2 supply and perform the testing/setup demonstration in the same room that the alleged issue had occurred. The rse again stated that there were no codes seen relating to an oxygen issue and advised the bme should verify the vent being reviewed/tested is the correct device that experienced the alleged issue. This investigation is ongoing.

Manufacturer narrative:
Based on the information provided in the good faith effort (gfe) response received on 15oct2024, the issue occurred with a 3rd party device, not the v60 ventilator. The alleged oxygen issue did not occur on a philips device. The investigation concludes that no further action is required at this time. If additional information is received the file will be reopened. Upon further review and investigation, it was determined that the device involved in the complaint reported does not belong to philips. This report was reported in error.